Event description:
The customer called for help with her contour meter. She alleged that she received some high control test results that were out of range. While troubleshooting, she performed 2 more high control tests and received a result of 440 mg/dl. The high control range was 284-393 mg/dl. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.